Event description:
The reporter stated that the surgeon inserted an aq2010v three piece silicone lens. The lens haptic tore upon of insertion into the eye. The lens was cut into pieces to remove from the eye without enlarging the incision. No patient injury.

Manufacturer narrative:
H6: evalution codes: results (other): visual inspection of the returned product showed that one lens haptic is bent and the lens optic is torn in half and each half has tears. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.